Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field engineer arrived on site and powered up the system, confirming the error at startup. Upon inspection, physical damage was identified on the power connector of the column motor, and the vertical axis motor module was replaced to address the issue. The system was subsequently tested and verified as ready for further training use.

Event description:
It was reported that during training, an ergonomics error 23062 occurred at startup on the da vinci 5 system. The customer attempted to resolve the issue by hard cycling the console, but the error persisted. Technical support recommended additional troubleshooting steps, including ensuring there were no obstructions and performing another hard cycle, but the customer ultimately disabled the ergonomics feature and continued with training. The customer reported event has no report of patient injury.